Event description:
It was reported the patient is experiencing weakness in his right leg since having his scs system implanted. A myelogram was negative for cord compression. An emg was ordered. Follow up info identified the patient is gaining strength back in his leg and is going to physical therapy.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.